Event description:
It was reported through litigation process that, a patient underwent port placement via the left internal jugular vein for an unknown medical condition. About sometime later, the device allegedly had difficulty in flushing and suction problem. It was further reported that, patient experienced pain during flushing. Subsequently, the port was removed on (B)(6) 2022. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.